Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of nsvf were observed. The episode had triggered a merlin transmission but the egm had not been stored. There was no obvious reason that the egm had not stored. The device had plenty storage space. The patient will be brought in for further evaluation. No symptoms were reported.